Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has air coming from the inside of the unit. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
H11:correction. D4:corrected model,catalog and unique identifier(UDI). Section d4 was updated to indicate correct model # , catalog # and remove UDI. D4. UDI# - the device has a date of manufacture of (29-jan-10) and was not subject to UDI requirements.